Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps including switching wall outlets and using a different charging cable, but the issue was not resolved. Technical support decided to replace the pump.